Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 03-nov-2015, fse returned to the site to address the new issue. Fse cleaned the detector lens twice and reset the cable on the detector and main board. Then, she ran the background again three times, calibrated #tt3, and ran mac controls and precision. All three levels were in range (level 1, 0.0.35; level 2, 1.03; level 3, 4.33). Fse instructed the customer to recalibrate their analytes and follow up the next day. On 04-nov-2015, the customer followed up with fse. They reported that after they recalibrated all quality controls (qc) were in range and that the device was up and running. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the reagents.

Event description:
On (B)(6) 2015, during scheduled preventative maintenance (pm), fse noted that the daily background samples and reference numbers were erratic with their a1a-360 analyzer. On (B)(4) 2015, a field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of ckmb, fsh, e2 and ctnl2 patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.